Event description:
It was reported that the device had a blister on downstream sensor. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a pump sample was received at manufacturing for evaluation. Visual and functional evaluation was performed. Visual inspection confirmed that the device tamper seal was missing. Functional testing confirmed that the downstream occlusion sensor seal was bubbled. Results: the customer reported problem was duplicated. The downstream occlusion sensor seal will be replaced. Root cause of the reported downstream sensor blister is unknown. A non-conformance report ncr for this issue has been created and the investigation is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number 2120.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-15561. The report was submitted in error.